Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was repositioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a unipolar lead impedance warning and high thresholds. It was also re ported that cardiac compass had invalid data. The rv lead and implantable pulse generator both remain in use. No patient complications have been reported as a result of this event.